Event description:
Hospital notified the company that a pt had developed a post-operative infection following implantation of "recalled" allograft bone void filler. Multiple attempts were made to obtain additional information from the hospital about the pt's medical status and the product implanted, but no additional information was provided.

Manufacturer narrative:
This adverse event was reported by the hospital following a retrospective review of related pt injuries requested by medtronic as part of the recall. This event was not reported to the company at the time the incident originally occurred. No review of the applicable manufacturing and donor tissue records for the implanted product was possible without additional device information. Based on this information, we are unable to determine if the device contributed to the reported event, however we are filing this MDR for notification purposes. No further action is required, and this incident is considered closed.